Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a sensor error alert and a high blood glucose level of 432 mg/dl. Customer treated with the pump. Customer stated that she changed the first sensor and everything out. Customer stated that she keeps getting sensor errors every 10 minutes. Customer stated that she is continuing to get the sensor error with the sensor she put on yesterday. Troubleshooting was performed and customer is returning the sensor for analysis and replacement.